Event description:
Patient was taken to or,operating room for excision of right ankle scar and skin graft from left radial forearm free-flap to right ankle. During the skin graft procedure, the physician questioned a defective dermatome blade when he noted a large tear down the middle of the graft. The graft tore during skin retrieval and the surgeon was able to oversew the defect in the skin graft without difficulty. The blade was inspected and found to be fine. The skin graft was used without any problems.